Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a broken power cord bay door. It was further noted that there was excessive corrosion throughout the main case. It was noted that the upper case was broken, the lower case was worn out and there was a missing hinge plate screw. The device will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom casing on the programmer that holds the power cord was broken. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement reported.